Event description:
It was reported that two xia 3 rods fractured approximately one year post-operatively. Revision surgery has not taken place nor been scheduled. The patient was reported to have no changes in their condition and no adverse consequences were reported. This report captures the first of two xia 3 rods.